Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# unknown implanted: (B)(6)2023 explanted: (B)(6)2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, user facility) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead became n on-functional. According to the practitioner, it can happen that electrodes have problems with impedance and therefore wear over time but this was the first time that this problem has occurred so quickly, less than a year. Surgery was performed to replace the lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep reported that the lead was replaced but on (B)(6) 2025; follow up is being to clarify the replacement date. The event resolved with the new lead; impedance measurements were good.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient's lead was to be replaced on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# va2vrrn014, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep provided questions answered by the physician. It was stated that the hcp had a problem with an electrode placed on a patient a year ago, a 60 cm vector. The patient did not report any falls or other trauma. At six months there was an abnormal impedance and the whole was between 4500 and 40,000. The patient had tattoos in the past year, but according to him, it was a very low-frequency mechanical technique. The hcp asked if it was known if there are any precedents for electrode dysfunction like this because they can't find any other causes of dysfunction in its history. It was stated that they were going to revise their material in may. Additionally, the lead was confirmed, ins info was unknown.

Manufacturer narrative:
Continuation of d10: product ID 977a260 , implanted: (B)(6) 2023 explanted:(B)(6) 2024product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2. Correction: please note, h6 codes b17 and g0202502 no longer apply to this report. H3. Analysis of the returned lead (serial # (B)(6)) found that the #0 conductor was broken in the electrode area approximately 0.35 cm from the distal end of the lead, that the #1 conductor was broken in the electrode area approximately 1.1 cm from the distal end of the lead, and that the #2 conductor was broken in the electrode area approximately 2.45 cm from the distal end of the lead. It was also identified that there were suspected abrasions on the out insulation, and the outer insulation was broken exposing the braid 20.5 cm from the proximal end of the lead. Additionally, the electrodes were scratched and there was foreign material observed at the proximal tip of the lead, around and inside the lumen. H6. Please note, b01, c070603, d15, and g0202502 apply to the lead with serial # (B)(6), and b17, c20, d14, and g02025 apply to the lead with serial # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; implanted: (B)(6) 2024; product type: lead product ID: 977a260; implanted: (B)(6) 2023; explanted: (B)(6) 2024. Product type: lead; correction: the model number of the lead was mistakenly changed to neu_unknown_lead, it has now been reverted to 977a260. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the fibrosis could be the cause of the bad impedance measurements of both leads. No actions will be taken for now as the lead was still usable and will be continued to be used.

Event description:
Additional information was received from a nurse via the manufacturer representative (rep). It was reported that the patient got her first electrode on the (B)(6) 2023 and got it replaced on the (B)(6) 2024 due to bad impedance measurements. Since the previous replacement, some pads of the lead got a bad measurement (all the measurements were good at the beginning), but the electrode is still usable. The hypothesis is that the wound healing for this patient produced a lot of fibrosis which increases the pads resistance. The physician thinks that in the long term the resistance will increase progressively on all the pads of the lead.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2024, product type lead. Product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Correction: clarification was received that the information reported in the previous 3 reports (submitted on 2025-02-24, 2025-03-07, and 2025-06-25) was regarding a separate case and a new regulatory report has been submitted for that event with regulatory report number 2182207-2025-01803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.